Manufacturer narrative:
The account's maintenance stated, it appears that the snap rings inside the siderail popped off, causing the one arm to pull loose. The account replaced the siderail to repair the bed.

Event description:
The account' maintenance stated the bed rail at the head of the bed, on the right side as you are laying in it, has come loose and is not useable.